Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs shows three attempts to charge the device. Upon the first and third attempts the charge was successful. However, the charges were manually disarmed by the user via the disarm sofkey being pressed. The second charge attempt did indicate a charging error related to the device charging at a slow rate. The device was subjected to a full evaluation with no faults found. It's important to note that several battery calibration warnings (100+) were observed during the review of the device log. The battery used at the time of the event was not returned as part of this investigation. A zoll representative will evaluate all of the customer's batteries and battery management program. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) year-old male patient, the device displayed a "defib charging" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.